Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia with a highest cgm value of 401 mg/dl after eating carbohydrates throughout the day without meal announcements while using prefilled cartridges and a contact detach infusion set on the abdomen with no issues noted at the site. Symptoms included dry mouth and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.